Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Patient was unable to be programmed due to impedances showing high. As a result, to address the issue patient may undergo surgical intervention at a later date.